Event description:
It was reported that a home care nurse found a tub leaking above the filter of a smiths medical administration set. There was no direct harm to the patient. Tubing retained in patient's home at this time. If needed for further investigation, hpt can make arrangements with patient to retrieve tubing.